Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5153697.

Event description:
It was reported that the patients pain area was no longer being covered. One of the leads displayed high impedances and the second lead had migrated laterally and two vertebral bodies down. The patient underwent a revision procedure, however prior to procedure starting, the clinician programmer was connected to the implantable pulse generator and a picture was taken of the impedances. When the procedure started troubleshooting was performed. The physician wiped the leads wet and dry but impedance of the one lead was still high. The damaged lead was explanted, and they were able to see where the lead was broken. When the physician looked at the second lead, he noted that lead was broken, and therefore he also explanted the second lead. Therefore, both leads were explanted and replaced. The patient was receiving very good coverage post-operatively with more than seventy percent pain relief.

Event description:
It was reported that the patients pain area was no longer being covered. One of the leads displayed high impedances and the second lead had migrated laterally and two vertebral bodies down. The patient underwent a revision procedure, however prior to procedure starting, the clinician programmer was connected to the implantable pulse generator and a picture was taken of the impedances. When the procedure started troubleshooting was performed. The physician wiped the leads wet and dry but impedance of the one lead was still high. The damaged lead was explanted, and they were able to see where the lead was broken. When the physician looked at the second lead, he noted that lead was broken, and therefore he also explanted the second lead. Therefore, both leads were explanted and replaced. The patient was receiving very good coverage post-operatively with more than seventy percent pain relief.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6). Sc-2317-70, serial number (B)(6). The visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent location of the lead. The bent location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent, kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. Sc-2317-70, serial number (B)(6). The returned lead was analyzed and no anomalies were found. It was reported that both leads were broken however lead fracture for this lead was not confirmed. Visual inspection of the lead did not reveal any anomalies. The lead passed the impedance test, and exhibited normal characteristics.